Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty open procedure, the patient bled excessively in all staple lines. The surgeon had to suture all staple lines that extended 30 minutes or more to resolve the problem.